Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. Fiducials markers were placed transperineal prior to the spaceoar implant. The procedure was performed with local anesthesia. Following the procedure, on an unspecified later date during planning, a rectal wall infiltration (rwi) was discovered. Antibiotics were prescribed to the patient due to the rwi. The patient's physician decided to wait for the hydrogel to reabsorb before starting the radiation treatment. The patient was planned for external beam radiation treatment. The patient's condition was reported as "fine" and is expected to fully recover.